Event description:
Subject had an allergic response of the facial skin following an exercise stress test. A face mask with a respiratory flow meter was assembled on the subject's face during the testing. This subject had previously been tested under the same conditions and equipment with no allergic response. Approx 30 hours after the last stress test (incident) the subject was admitted to an emergency room with significant and distressing swelling of the facial area. The subject was in the ER for a few hours then released following treatment. It was determined that the lab using the equipment disinfected the face mask with a bleach solution. The cleaning and disinfection instructions that are shipped with the mask state not to use bleach and also state the appropriate methods for cleaning and disinfection. Typically this lab uses the appropriate method but for some reason chose not to in this particular case. It is assumed based on many years without incident of any allergic reactions or any type of skin irritation using these masks that there must have been residual bleach product still residing on the mask and this caused the subject's skin reaction. The test lab has confirmed that the subject is fine and has no more traces of the allergic attack.

Manufacturer narrative:
This particular face mask that was disinfected improperly in the bleach solution that caused the allergic reaction has since been reused and mixed in with the other face masks of the same series. It is not clear which one was used in the incident. Since this event, the face masks have been disinfected per our labeled instructions without incident.